Event description:
It was reported in a service report that, the hydraulics were not working properly. It was reported the head end hydraulics would continue to lower after the release pedals stopped being activated. There was no pt involvement. No adverse consequences were reported.